Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead helix did not function after several attempts of extension and retraction. The lbbap lead was not used and was replaced during the procedure. The patient remained in stable condition.